Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. This info was not reported on the original call to nova biomedical on 09/24/2008, but was stated on a subsequent call on 11/19/2008. At the time of the original call, it was determined that the consumer was using compromised blood glucose test strips. Consumer education took place at the time of the call. No product was ever returned for eval.